Manufacturer narrative:
The pump was received with no esc and act button response due to an unlocked keypad connector on the lcd board. No black circle anomaly, frozen screen, constant tone/siren sound or unexpected audio/beep anomaly noted during testing. Unable to perform the functional check including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements due to no esc or act button response. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the display is frozen. The customer's blood glucose reading was 360 mg/dl at the time of incident. Troubleshooting explained the possible cause of the alarm and found that the pump also has a constant tone that cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.